Event description:
The patient tested on their meter to a meter in the hospital. The patient mentioned that their meter is giving a 110 mg/dl difference from the hospital device. The patient did not report exhibiting any symptoms or receiving any medical attention due to the alleged issue. The product was replaced since the patient alleged a huge difference between their meter and the physician's meter.